Event description:
It was reported that stent damage occurred. The target lesion was located in the mesenteric artery. A 16 x 4.00 rebel stent was advanced for treatment. However, the device was unable to cross the lesion and it was found that the proximal end of the stent was damaged. According to the technician, the stent was not prep/pulled negative. No patient complications were reported.